Event description:
It was reported that on (B)(6), 2007 the patient underwent an l5-s1 revision posterolateral spinal fusion using rhbmp-2/acs. Post-op, imaging studies ultimately showed that the patient had developed bone overgrowth and resulting nerve compression at or near the implant site. Patient has developed severe injuries and damages, including but not limited to chronic pain and radiculitis, and emotional distress and mental anguish.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007: patient got admitted and was diagnosed pre-operatively with non-union of l5-s1, tlif. Patient underwent the following procedures: hardware removal, exploration of fusion, l5-s1, revision of posterolateral fusion, l5-s1, pedicle screw instrumentation, l5-s1, right iliac crest bone graft. Per op-notes: "a large rhbmp-2/acs kit was prepared according to the manufacturer's instructions, reconstituted with bmp and ...in fifteen minutes... The rhbmp-2, iliac crest combination was packed over the decorticated posterior elements in order to complete a posterolateral arthrodesis at l5-s1." No intra-operative complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.